Event description:
The user facility reported that the loop cutter became stuck while removing sutures from a pt that had undergone a gastric banding. The facility further reported that the wire running from the handle to the distal end of the loop cutter snapped while attempting to close the blades, which caused the loop cutter's blad to get stuck in an open position. The users tried cutting off the handle to move the loop cutter blades, but this was not successful. The loop cutter was successfully removed from the pt with the assistance of another surgeon, and by simultaneously utilizing another endoscope and another loop cutter. There was no "severe" bleeding noted during the procedure, and the pt was discharged the same day. The pt was reportedly doing fine following the procedure.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The fs-5u-1 instructions for use clearly state, "this instrument has been designed to be used with an olympus endoscope. It is used to cut the residual end of the olympus loop designed for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The reported event appears to be a case of user error.